Event description:
A vns pt was reported of not feeling stimulation when swiping with a magnet, thus alleging that "device is not working." Good faith attempts are being made for further info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.